Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted for investigative purposes. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an emergent tevar utilizing a 22f sheath, a 18f manta was planned for closure in the right common femoral artery. Artery was noted as > 6mm, with no calcification or tortuosity present. No activated clotting time was performed, no heparin was administered prior to closure. Access was gained by ultrasound, using a single 6f stick slightly in the side wall. Deployment depth measurement at 5.5 + 1. No issues were reported during advancing or withdrawing the procedural sheaths. The manta was deployed at a depth of 7 instead of the 5.5 + 1 = 6.5. The physician added an extra .5 because the initial measurement was noted to be between 5.5 and 6. Following deployment, pulsatile flow was present. The physician elected to perform a cut down to gain hemostasis. The root cause of the delivery of the implant not effective in creating hemostasis requiring surgical intervention is likely from trauma that was caused by the large 22f procedural sheath prior to deployment. The 18f manta closure device is not indicated for use with 22f procedure sheaths as stated in the IFU: the 18f manta vascular closure device is for access sites in the femoral artery following the use of 15-20f devices or sheaths (maximum od of 25f). Procedural requirements indicate activated clotting time (act) should be below 250 seconds prior to closure. Additionally, arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. If bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: during a emergent tevar, a pulsating flow noted following manta deployment. Physician elected to perform a cut down to obtain hemostasis. The manta was fully deployed. A small leak was noted on the proximal edge of the deployed manta. Physician said it is possibly from a slightly side wall stick or a small tear in the vessel during access. It was not a device issue. There was a 22 f sheath in place. There was a surgical cutdown and repair performed.